Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device. It was determined that the unit's knob would not turn to lock the blade device. A visual and functional assessment was performed on the device which found that the unit failed the function of the quick saw blade coupling check - knob would not turn and the tool coupling check - would not lock the saw blade. During repair, it was observed that the set screw would not move and the internal components were corroded (setscrew's threads, lock-nut, threaded ring and knob). It was determined that the issues were consistent with improper cleaning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial tuberosity advancement (tta) surgery on a dog, it was observed that the sagittal saw attachment device was not working and not holding the saw blade devices/ attachment not turning. According to the reporter, the device worked just fine the week before when used in surgery. There was a fifteen minute delay to the surgical procedure. It was reported that the device was finally able to function and was used to complete the surgery. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.